Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. (B)(4).

Event description:
It was reported that a portex® blue line ultra® soft seal® tracheostomy tube was in use with an intensive care unit patient when it was observed that the patient was suddenly desaturating. It was suspected that there was a rupture in the cuff, which caused the cuff to be deflated; when the patient coughed, the cuff inflated from the outside causing blockage of the patient's airway. No permanent injury was reported.

Manufacturer narrative:
One used portex® 6.0mm blue line ultra® soft seal® tracheostomy tube was returned for investigation. The device was received inside a plastic bag and without its original packaging. Visual inspection of the returned device found small tears around the device cuff. During functional testing, the cuff could not be fully inflated due to the amount of air escaping from the tears in the cuff. The investigation determined that the device issue (cuff leakage) occurred due to damage to the cuff induced during use and not due to an intrinsic device problem.